Manufacturer narrative:
The referenced modular cable exchange was reported under medwatch MFR report # 2916596-2019-00220. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 50 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad system was producing low flow alarms during the patient's dialysis treatment. The system monitor reflected ¿rpm 0¿ and the system controller running light was always illuminated. A log file review by the technical service representative confirmed that the pump was reset multiple times causing brief pump stoppages on (B)(6) 2019. It was confirmed by the lvad team that these alarms occurred when the patient was directly on dialysis, however, the patient was not new to dialysis. The only change to dialysis occurred after the last alarms, where the team ceased fluid removal and switched over to hemofiltration. In an effort to troubleshoot the event, the system controller was exchanged, however another instance of pump stoppages occurred that evening. In addition, due to a potential defect seen in the x-ray of the modular cable, the cable was also exchanged. The following morning, log files confirmed continued pump stoppage events after both the system controller and modular cable were exchanged. On (B)(6) 2018, the patient underwent bowel resection. Pump stoppage events and pump resets continued through (B)(6) 2019. On (B)(6) 2019 it was reported that auscultation of the pump was described as "louder and irregular, not like the normal pulse mode, not grindy". Log files reviewed showed no pump stoppage events, or pump resets. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. The evaluation of the submitted log files confirmed multiple pump stops associated with electrostatic discharge (esd) and well as low flow alarms; however, a specific cause for these events could not be conclusively determined through this investigation. The submitted controller event log files cumulatively contained data from 08jan2019 through 17feb2019. These files captured multiple pump stops lasting between 4 and 8 seconds, each. These events had corresponding low speed advisory/hazard, pump stop, low flow, and low pump current fault flags and appeared consistent with electrostatic discharge (esd) events. Per the pump¿s design, low flow hazard alarms were triggered during these events when the estimated flow remained below the 2.5 lpm threshold longer than 10 seconds. Additionally, separate, transient low flow fault flags were captured on 29jan2019 when the estimated flow dropped below 2.5 lpm. These faults resulted in 9 low flow hazard alarms between 3:21:57 pm and 3:28:58 pm and lasted between 3 and 137 seconds. These events appeared to be associated with elevated pi values ranging from 7.1-8.6; however, a specific cause could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU and patient handbook provide information regarding electrostatic discharge and warn the user to avoid activities that could create static electricity. These documents additionally warn that static discharge could cause the pump to stop. The hm3 lvas IFU also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, this document describes all alarm conditions as well as the appropriate actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.